Manufacturer narrative:
E1 - phone number: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damage on charged coupled device. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the no image was traced to damage on charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The event occurred during inspection for use. There were no reports of patient involvement.